Event description:
As per dealer, the walker has a broken nut that should be welded inside the front tube. The front fork would thread into this nut. The nut has not yet fallen out, but it will soon and the walker is unsafe to use.